Event description:
It was reported that there was diversion of morphine from a pca module using a stolen key. There was patient involvement but no harm.

Event description:
It was reported that there was diversion of morphine from a pca module using a stolen key. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.